Manufacturer narrative:
There were multiple 510K numbers reported to be involved. The information is as follows: G.4. PMA / 510(k)#: K230855A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using BD Vacutainer® SST¿, 1 tube underfilled. There was no health impact or consequences reported.